Event description:
It was initially reported that during an atrial fibrillation procedure a pericardial effusion was noted. The patient suffered from hypotension and tachycardia. A pericardiocentesis was performed and possible surgery. It was indicated that the patient required extended hospitalization. Multiple attempts to collect additional information have been made with no response. Should any additional information become available, it will be submitted to the FDA in a supplemental report. This event is reportable because a serious injury occurred during a procedure that involved biosense webster product.

Manufacturer narrative:
The product is expected to be returned but has not yet been received. It will be analyzed upon receipt and the analysis conclusions will be submitted to the FDA upon completion. Concomitant products: carto 3 system; us catalog # fg540000 ; serial # (B)(4). Cool flow pump; us catalog # cfp002 ; serial # (B)(4). Stockert 70 system; us catalog # s7001; serial # (B)(4). Soundstar eco sms 10f catheter; us catalog # 10438577; lot # unknown. Lasso nav 2515,22p splithandle; us catalog # d134301 ; lot # 15853376l. (B)(4).

Manufacturer narrative:
It was initially reported that during an atrial fibrillation procedure a pericardial effusion was noted. The patient suffered from hypotension and tachycardia. A pericardiocentesis was performed. Additional information was received on october 22, 2013. This information included that the pericardial effusion was noted after isolation of the pulmonary veins. The patient was sent to surgery to close the perforation hole but no hole was found. The doctor felt that fenestrations were created somewhere in the left atrium during the ablation. The event was considered life threatening and will leave a scar on the patient¿s chest. The additional information also confirmed that the event occurred during the ablation phase of the procedure, not mapping, and was not attributed to a transseptal puncture. The physician believes that the adverse event may have been procedure related and felt that all biosense webster equipment worked well and the procedure went smoothly until the pericardial effusion was discovered. The patient was on anticoagulation therapy over 420s during the procedure when the pericardial effusion was discovered. The anticoagulation therapy was between 330-360s prior to this. Since then the patient has fully recovered. (B)(4) the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.